Event description:
It was reported that prior to a colon resection. The anvil would not stay attached to the trocar when the device was dialed down. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.